Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was inserted. The 27mm closure device was first deployed and appeared canted so a recaptured was performed and redeployed. The second deployment of the 27mm closure device was positioned at the ostium and appeared to be at the lower end of compression. Two (2) tug tests were performed in which the closure device recoiled to initial position. On transesophageal echocardiography (tee) there was 11-14% compression. No leak was visualized but there was a high angle which was difficult to obtain so additional measurement were obtained on intracardiac echo (ice). On ice there was 10.5-14% compression. There was a high angle view in which the closure device appeared to have a gap around the device. The physician did a fluoroscopy injection and felt it was not concerning. The physician felt good about the device position and released it. After release, the cardiac anesthesiologist assessed the closure device. When reviewing the images the closure device appeared to have shifted. Within a minute of those images being obtained the closure device embolized from the left atrial appendage. The was sheath was already pulled to the right side of the heart. While trying to get left atrial access the closure device moved from the laa to the left ventricle outflow tract (lvot). Surgery was called and it was decided to take the patient to surgery to remove the closure device due to the position in the lvot. The appendage was ligated during surgery. There was no injury to any valves during the embolization. The patient hemodynamics remained stable the entire time. One day post op, the patient was extubated, stable, talking and overall doing well.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: measurement of deployed/un-released device shows 2.33cm (15% compression for 27mm device) but borders of device unclear, and measurement is underestimated. Other device measurements are not much clearer. One echo video loop shows deployed/un-released device with flat distal face suggesting under compression of device, as well as a peri-device gap (no color doppler imaging has been submitted). Another echo video loop shows canted device in proximal position in laa; it is not clear if this device was released or not. 1 tee still image shows embolized device in lvot under mitral valve. In conclusion, based on available media, position, anchor, size and seal (pass) criteria were not met and under compression might have led to the acute embolization into the lvot.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx pro closure device and delivery system (wds) was inserted. The 27mm closure device was first deployed and appeared canted so a recaptured was performed and redeployed. The second deployment of the 27mm closure device was positioned at the ostium and appeared to be at the lower end of compression. Two (2) tug tests were performed in which the closure device recoiled to initial position. On transesophageal echocardiography (tee) there was 11-14% compression. No leak was visualized but there was a high angle which was difficult to obtain so additional measurement were obtained on intracardiac echo (ice). On ice there was 10.5-14% compression. There was a high angle view in which the closure device appeared to have a gap around the device. The physician did a fluoroscopy injection and felt it was not concerning. The physician felt good about the device position and released it. After release, the cardiac anesthesiologist assessed the closure device. When reviewing the images the closure device appeared to have shifted. Within a minute of those images being obtained the closure device embolized from the left atrial appendage. The was sheath was already pulled to the right side of the heart. While trying to get left atrial access the closure device moved from the laa to the left ventricle outflow tract (lvot). Surgery was called and it was decided to take the patient to surgery to remove the closure device due to the position in the lvot. The appendage was ligated during surgery. There was no injury to any valves during the embolization. The patient hemodynamics remained stable the entire time. One day post op, the patient was extubated, stable, talking and overall doing well.